Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported output anomaly was confirmed in the laboratory. During testing, damage to the high voltage output circuitry was observed. The device was tested on the bench and using automated test equipment. The device met all test specifications and no anomaly was found. It is believed that the cause of the output circuit damage was the lead arced causing a low impedance path.

Event description:
It was reported that an alert was received stating possible output circuit damage and an inappropriate shock was delivered. Noise and low impedance were noted on the lead, indicating a lead issue. The system was explanted.